Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 (inadvertently left off a device finding on the initial report). The customer answered the following questions: did the customer do appropriate reprocess and storage after the last procedure? Ans: in routine they do not undertake reprocessing steps appropriately or adequately, in spite training given by olympus. Has this device been used on a patient with foreign material? Ans: this possibility can not be denied. Was the start of precleaning delayed after the procedure? Ans: unknown. Was the manual cleaning performed within an hour after the procedure? If this question is "no", was the presoaking done? Ans: unknown. Was the forceps elevator moved to raise and lower 3 times in water during aspiration? Ans: unknown was the forceps elevator brushed? Ans: not brushed. Was the forceps elevator operated in the detergent solution? Ans: yes. Was the forceps elevator flushed appropriately? Ans: no. Was the distal end brushed with the channel-opening brush or maj-1888? Ans: no. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the foreign material adhered to forceps elevator and remained due to reprocessing being deviated from the instructions for use (IFU). Based on the results of the investigation for phenomenon two, it is likely that the inside of the light guide lens (lg-lens) was dirty due to physical stress caused by hitting the distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, causing the adhesive around lg-lens to peel off and moisture entered inside of lg-lens and corroded. Based on the results of the investigation for phenomenon three, it is likely that the device remained dirty due to incorrect reprocessing. The event can be prevented by following the instructions (IFU) for use: "IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
In addition to the other findings, the device itself was found dirty during evaluation.

Event description:
The customer reported the evis exera ii duodenovideoscope was returned for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the inside of the light guide lens was dirty/stained and the forceps elevator had foreign material. The report is being submitted due to dirty lens and foreign material on the elevator found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in description of event or problem, evaluation found water tightness was lost due to looseness of the control section, the connecting tube was scratched, and the scope cover was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.